Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 411 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer went to emergency room for 7 hours. Customer was given two IV's and told her to monitor blood glucose and released. Customer wants to know what to do to treat and advised to contact healthcare provider for assistance. Customer was explained treatment/dosage information is a medical question.